Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h4, h6, h11. Visual evaluation of the returned impactor pad identified signs of use (nicked/gouged) and the device was confirmed to be fractured. The device history records were reviewed and no discrepancies were identified. As the device has a potential field age of ten (10) years and six (6) months and exhibits signs of repeated use, the root cause of the repeated event is attributed to wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that the femoral impactor pad fractured upon impaction of the femoral component. No adverse events were reported as a result of this malfunction.